Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that about a month after the device implant, the patient was seen in the clinic with pain around the device. The skin looked good and no action was taken. About a month later, the patient complained of increased pain. The physician noted thin skin above the device and lead protrusion. The device had migrated and device repositioning was done. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported that there was subsequent erosion of the device through the skin.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.